Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer called in to report that error m-12 occurred on the integrated electrosurgical unit (iesu) when bipolar energy was activated. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer disconnect the footswitch cable, reseat the remote control bus (rcb) cable, and move the personality module energy device (pmed) cable to another socket, but the error persisted. The site elected to continue with a backup external generator. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system, and the system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. .

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was placed on an in-house system and was run in normal mode. The probable root cause was attributed to a component failure based on electrical and fiberoptic defects. A review of the site's system logs for the reported procedure date was conducted by the intuitive surgical, inc. (Isi) quality engineer. Investigation revealed the following possible related system error(s): m-12 indicating activation was already requested when the device was switched on or a module (e.g. Footswitch) was connected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported failure (erbe m-12-6 error) was confirmed and reproduced.

Event description:
Refer to h11 for follow-up information.